Event description:
The customer reported that this x-ray system stopped during an examination with a pt on the table. The system would not restart.

Manufacturer narrative:
(Conclusions) - method and results (other) - this system problem was solved by replacing several hardware components. The exact root cause is unk. The system was repaired by the replacement of several hardware components which might have contributed to the reported problem. None of these components have exceptional or increased failure rates. The failure rates are monitored for these components. Therefore, risk to pt remains acceptable. (B)(4).